Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bad image quality was due to a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a bad image quality or stated an image problem. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a bad image quality or stated an image problem. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.